Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level 30 mmol/l and hospitalized for treatment for 3 days. Treatment was intravenous drip. Customer stated that sensor came off skin while sleeping and blood glucose went high. Customer stated that product was not adhering. Customer was using insulin pump was on auto mode. Device will not be returned for analysis.